Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. The receiver download found no errors (B)(4) tool tone at medium test. Fail sound tests. Run receiver functional test's. Fail. Perform manual functional tests "try it". Fail.open receiver case for internal visual inspection, pass.perform speaker audio wiggle tests. Fail.. Measure the speaker resistance. Speaker resistance out of specification. The reported event of no audio output was confirmed.the root cause for no audio output is defective speaker.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A root cause could not be determined.